Event description:
It was reported that there was a need for repositioning or complete removal of the deep brain stimulation implantable pulse generator (ipg) due to an unspecified issue with the device. The caller inquired about options to cover or cap the extension if the ipg was explanted and another device was not implanted immediately and available options were reviewed. Additional information was received from the manufacturer representative (rep) confirming which implantable neurostimulator (ins) was involved in the reported event. They clarified that there was no issue with the device. The patient had a skin issue in which caused the device to partially stick out of her skin. The device was working properly prior to removal. The physician may re-implant a device at a later date. This information has been confirmed with the physician.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.